Manufacturer narrative:
This serial number is associated with a field advisory. Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received the ipg was non functional. The ipg can was cut open and a leaky battery was observed on the non label side of the weld. Further examination revealed that the bottom pcb is covered with electrolyte. As such, no further analysis could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR reports 1627487-2011-03110. It was reported that the ipg was explanted on (B)(6) 2011 due to a loss of communication with the charger and pt programmer. The doctor commented that the ipg pocket appeared to have cellulitis. As such, he also removed the leads. The pt allegedly had an infection back in (B)(6) 2011 which was treated by debriding the pocket. The pt's infection was treated with oral antibiotics as well. The doctor mentioned there was no sign of infection observed during the (B)(6) 2011 surgical procedure. The pt will be re-implanted at a later date. No further issues were reported.